Event description:
In 2008, the patient reported that for the past 6 months her blood glucose has been erratic (250-300 mg/dl) and she sometimes experiences ketones. Her normal blood glucose range is 100-120 mg/dl. She stated that insulin leaks between the black rings in the insulin cartridge plunger. She believes this is the reason for the erratic blood glucose. No further information is available. Product was requested to be returned for evaluation.